Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged the area around the display was cracked/damaged with moisture present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Date of submission 11/07/2017 the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: during investigation, moisture was found in the battery compartment. The lower left corner of the display lens was cracked. The battery compartment was cracked near the top left corner of the grip pad. The pump failed to power up due to moisture ingress. A leak was found in the battery compartment. The pump was opened to find moisture on the motor assembly. .